Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Fiber was returned in sample bag. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the foreign material like thread was seen tangled with the trailing haptic after insertion of device and the foreign material was removed and the lens was remains implanted. Additional information was requested.

Manufacturer narrative:
A small, thread-like fragment returned in an unknown sealed pouch. The thread is sent to laboratory for further testing. Comparison of the fiber's generated ir spectra to a library of spectra finds the best match to be wypall fibres. The root cause for the reported complaint could not be determined. Only foreign material was returned in an unknown sealed pouch. Based on the spectral comparison results, the fibre is wypall fibre (paper). Paper is a commonly used material, including medical products. The origin of the material could not be determined. No wypall paper is used in production areas. The manufacturer internal reference number is: (B)(4).